Event description:
During functional testing at zoll's technical service department the device displayed a "pacer fault 116", "defib disable" and "pacer disabled" message. There was no patient involvement during the malfunction.